Event description:
It was reported that an asymptomatic, pacer dependent patient presented to the clinic for routine follow-up. Upon review of the non-sustained vf and noise reversion episodes, inappropriate binning of fib and brief inhibition of pacing was noted. Noise was reproducible with isometric testing and pocket manipulation. The lead is scheduled for replacement. The patient will continue to be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.